Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked inside the dispenser bag. The issue occurred after filling and the leak was discovered while attempting to connect the infuser. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d4, d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between september 3-5, 2025. H11: the device was received for evaluation. Visual inspection was performed which showed several drops of fluid inside a bag that contained the unit. When the unit was removed from the bag, the winged luer cap was slightly untightened. Signs of surface roughness were not observed inside the cap when inspected under the microscope. A functional leak test was performed, and no signs of leaking were observed. The reported condition was verified. The cause of the condition was determined to be user related. The product label (IFU, instructions for use) indicates to ensure that the winged luer cap is securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.